Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging she was unable to test her blood glucose because her onetouch lancing device had a cocking control issue. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 in the evening. The patient reported using a combination of medications including metformin 150 mg, humalog in the morning and evening 8 units, and lantus 25 units in the evening. The patient reported on (B)(6) 2013 she made no changes to her usual diet, activity level and medications. The patient reported 2 weeks later she developed symptoms of blurry vision. The patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca note that the alleged issue occurred prior to the lancing device being fired. The patient reported this was not the first time the lancing device had been used and there was no misuse of the device. The cca reviewed the patient¿s technique but the alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, she took her medications as usual and developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.